Event description:
It was reported that a patient had a surgical pattie in her nose and swallowed it; the pattie was fully ingested. It was stated the patient "choked a little." The patient is reported to be doing fine. No other information has been provided.

Manufacturer narrative:
The manufacture date for lot #20143 is april 1, 2012. The expiration date is april 01, 2015. The lot # was incorrectly reported as invalid.

Manufacturer narrative:
Lot #- invalid lot number given by customer. Expiration date-not searchable, invalid lot number given by customer. (B)(4). Device manufacture date: not searchable, invalid lot number given by customer. This product was being used for treatment, not diagnosis. This product was used for post-operative packing and/or epistaxis treatment. Rarely, displacement and ingestion of a nasal dressing may occur. Merocel sponges and merocel neurosurgical patties are nontoxic and are considered safe to pass once it is completely in the alimentary tract. The patient should be monitored in the normal manner for the ingestion of any non-toxic material.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.